Event description:
It was reported during a colon screening the subject device fell into the patient's large intestine. It was quickly retrieved and replaced with a new tip attachment, completing the procedure. The patients health was not impacted and no additional medical interventions were required.

Manufacturer narrative:
Based on the three digit lot information (43k), the subject device was manufactured in march of 2024; therefore, march 1, 2024 was chosen for the manufacture date. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (h3) and to provide an update with information received in field (h11). The device was evaluated by olympus. And no abnormalities that could lead to the reported phenomenon were presented. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the reported event occurred, due to the subject product was not secured to the endoscope by medical tape. However, the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use, which state: "do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol or the xylocaine spray to lubricate the instrument. Doing so, could cause equipment damage or cause the instrument to fall off of the endoscope inside the patient". "Be sure to wipe away any excess lubricant before mounting the instrument. And secure the instrument firmly, using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity, during use and cause patient injury, such as mucous membrane damage". Additional information received: it was reported, that the subject device was not secured with medical tape when attached to the endoscope and excess lubricant was wiped away sufficiently. Olympus will continue to monitor field performance for this device.